Event description:
It was reported that during an unknown procedure, the surgeon could not compress the device to fire during the procedure. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.